Manufacturer narrative:
The hillrom technician found the power cord to the blower had been damaged by being run over by the bed and needed to be replaced. The customer used the power cord with damage present. The¿compella¿ bariatric bed system is intended to provide patient support in health care environments and may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). It is capable of being used with a broad patient population as determined appropriate by the caregiver or institution and is intended for patients between 113 kg and 454 kg (250 lb and 1000 lb). The intended users of the compella¿ bariatric bed system are professional healthcare employees who have the physical strength and cognitive skills to operate and control the bed. Follow facility safety protocols if a patient does not have the physical strength or cognitive skills to operate and control the bed. The user manual instructs that power cords require inspection routinely to ensure no damage has occurred during use. The manuals also include warnings such as incorrect use or handling may result in damage to the power cord. They also instruct that if damage has occurred remove immediately, and to properly remove the power cord from the electrical outlet during transfer or movement of the device. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer stating the power cord was frayed and caught fire when plugged in. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).